Event description:
Pt underwent a bunionectomy on her right foot, and reported suffering blistering, major infection, cartilage damage and loss of feeling in two toes following the use of a pain pump in surgery on (B) (6) 2007.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No samples were available for evaluation and investigation. The report did not provide any specific info concerning the pt, pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The directions for use (dfu) for on-q catheters and introducers contain this warning: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result, in particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc) where fluid may build up as this may lead to ischemic injury necrosis." (Parts 1304266, rev. F and 1304265, rev. G) a technical bulletin has also been created covering "hand and foot surgery continuous infusion - volume and flow rate selection." (Part 1304915, rev. A). If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.